Manufacturer narrative:
Evaluation summary: the reported nail was not returned to stryker (B)(4); according to information received the product is not available due to ¿hospital policy.¿ thus, a physical examination of the item was not possible. The investigation report is based on available information, only. Nevertheless, the nail breakage was confirmed by the intra-operative image provided. Failures in material or manufacturing of the reported nail were not found. Based on the sparse information given the root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
It was reported that there was an exchange of a gamma nail due to the fact that the nail fractured 2 distal screws and the nail fractured through the lag screw hold.

Event description:
It was reported that there was an exchange of a gamma nail due to the fact that the nail fractured 2 distal screws and the nail fractured through the lag screw hold.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report; 10x380 l gamma nail.